Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during basal delivery. Occlusion alarms occurred while customer was sleeping. Customer suspected that the cause could have been from lying directly on the site area; however, this was not confirmed. The occlusion alarms were reportedly addressed by changing supplies or clearing the alarms. Customer resumed insulin delivery. Customer reported blood glucose level ranged from 400-500 mg/dl.